Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, ECG stress testing and full functional testing without duplicating the report. As a pre-caution, it was recommended to customer to discard and replace the multifunction cable used at the time of the event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.